Manufacturer narrative:
H3: attachment s/n (B)(6) service and repair couldn't remember whether pre-repair temperature was performed. The bearing was corroded. Attachment s/n (B)(6) pre-repair temperature test was not performed as the unit will not run. During diagnosis, they found that the retaining ring was not installed correctly on the output shaft and was restricting the unit from running. The ring bent over carrier on shaft, bearings and o-rings were worn. The laser markings faded. They replaced all mandatory components and o-rings. H6: additional information suggest that fdm:4114, fdr:3221 and fdc:67 no longer apply to both attachment. Fdm:10 and fdc:4307 apply to both attachment. Fdr:135 for unit (B)(4) while fdr:180 for unit (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received mentioned that they turn the power off and on and still the machine shows error code 15 as before. The unit was used normally and foot switch was pressed at 60,00 rpm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). Fdd, fdm, fdr, fdp and fdc are applicable to all devices. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that prior to the procedure, the handpiece and attachment had error code e15 on console and overheated in less than a minute. The unit was not being used with the patient. This is to deliver the equipment after purchase when the problem was found. There was no patient involvement.

Manufacturer narrative:
H3: the model: 1845000, sn: (B)(6) was not received at jax despite the tracking information indicated it was delivered 2020-jun-15. At this point, the device is considered lost and is not available for analysis. H6: additional information for model: 1845000, sn: (B)(6) suggest that fdm:b17 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.